Manufacturer narrative:
A lumenis service engineer visited the site five (5) day after the reported event and examined the laser system. The engineer found the 15a cooling fuse circuit breaker had tripped on the transformer, and replaced the 15a breaker. Verified optical alignment, verified coolant level, verified power calibration, found that the blast shield was damaged and replaced with new one. No other issues were observed, the laser meets lumenis specifications; the system was returned to the facility safe and ready for use. A two year historical review of similar complaints revealed that the same "15a circuit breaker tripping" during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 4-aug-2016 and installed at the customers site on (B)(6) 2019. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which have the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be medium, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction; further investigation is on going under (B)(4) and if there will be a significant change, then lumenis will file a follow-up MDR. Unrelated to this event; as part of lumenis' commitment to continuous improvement, an improved circuit breaker is being released through (B)(4). Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error code 188 and shut down during a case. Unable to proceed with the laser, an alternate laser was brought in to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.